Event description:
On 22nd may 2024, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone emv toric ra0210t. The event description provided states that when the lens unfolded in the eye immediately following implantation, the iol optic was observed to be damaged necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens optic was observed to be damaged. The rayone emv toric rao210t was explanted and exchanged during the original surgery session without injury/impact to the patient. The healthcare facility reports some resistance during lens injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens following resistance during the injection process may be a contributory/causative factor to the onset of lens damage in this case. Rayner is continuing to liaise with the healthcare facility to obtain additional information (including device lot number) and to establish if the device is available for return or if it has been discarded.